Event description:
It was reported that this right ventricular (rv) lead exhibited varying high out of range shock impedance measurements. Boston scientific technical services (ts) was consulted and discussed the electrogram (egm) with no noise or artifact. No adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
Corrected fields: b1 adverse event/product problem, b5 describe event or problem and h6 impact codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited varying high out of range shock impedance measurements. Boston scientific technical services (ts) was consulted and discussed the electrogram (egm) had no noise or artifact. A commanded shock was delivered resulting in 58 ohms. No adverse patient effects were reported. At this time, this device system remains in service.